Event description:
It was also reported that during the implant procedure, the physician noticed there was discoloration on the device header and there was possible adhesive residue on the header. The physician elected to implant the device. A device interrogation was performed to confirm that the device was functioning properly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.